Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: the following device(s) were received: 7.3mm cannulated screws (part # 209.670 / lot # unknown) the implant was returned cracked and bent. There is a transverse crack between adjacent threads approximately 37mm from the tip of the screw. The screw is bent approximately 13 degrees at the point of breakage. It is unknown what caused the screw to crack, but it is likely due to cyclic loading due to the period of implantation and lack of healing. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had hardware implanted on an unknown date for left slipped capital femoral epiphysis. The revision surgery was performed on (B)(6) 2015 due to a broken screw. The broken screw at the mid-shaft was removed from the patient and the new hardware was implanted. Surgery was completed successfully without any surgical delay and without any medical intervention required. There were no pieces remaining in the patient after surgery. The patient status is unknown. This is report 1 of 1 for (B)(4).